Event description:
The customer reported the intermittent power to the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power control pcb. Sys operates as intended. (B) (4).